Event description:
It was reported that the procedure was to treat an acute myocardial infarction patient. The lesion was 90% stenosed, in the mid left anterior descending artery, with moderate tortuosity and calcification. The 3.25 x 12 mm nc trek balloon was advanced and inflated; however, the balloon ruptured during the first inflation of 12 atmospheres (atm), for 5 seconds. It was noted that resistance was met during advancement. A new nc trek balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50, runthrough, guide catheter: heartrail jr3.5. Device evaluation: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.